Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the drive support cap on the insulin pump appeared to be loose and there was a crack in the case. The customer did press the drive support cap while connected to the insulin pump. The insulin pump was stated not to have been bumped or dropped. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip.